Event description:
It was reported that the zimmer electric dermatome would not power-up. Additional clinical follow up with the customer indicated that there was no patient involvement in the reported issue. An alternate handpiece was available to complete the procedure and there was no delay/extension in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.